Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar spinal canal stenosis underwent transforaminal lumbar interbody fusion (tlif) at l4-5 on (B)(6) 2017. Reportedly, on (B)(6) 2017, post-op, radicular symptoms on right side at l5 were observed after tlif surgery at l4-5. Revision surgery was scheduled for (B)(6) 2017. Reportedly patient's root was much thicker than the normal patient's and runs transversely. During revision surgery, on (B)(6) 2017, only decompression at right side was performed. The spacer did not malfunction. According to surgeon, the left side of vertebral body was lifted too much, or it was due to compression technique.